Event description:
Information received from the field notes that the patient was admitted to the hospital after a syncopal episode which caused her to hit her head. Pauses were noted during telemetry. Telemetry strips showed intermittent loss of capture with intermittent back-up pulses and atrial undersensing. The patient has a history of variable thresholds. The physician elected to leave autocapture turned off.